Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lower anterior rectum resection, when dividing the rectum, the stapler was able to fire and there was poor staple formation. Only 1 cm could be fired and formed, then the magazine blocked. Two days after the procedure the patient got an anastomosis leakage with sepsis and peritonitis and needed a surgical treatment. The patient had an anus praeter (enterostoma) and was on the intensive care unit. They used all four magazines to complete the case. A leak test was done. There was no leak during the procedure. The patient was still in the hospital.